Event description:
It was reported the device was being tested and the alarm test buttons did not induce an alarm no patient involvement reported.

Manufacturer narrative:
Returned device was received with pcb, power switch and retainer needed upgrade also device did not turn on, enclosure was cracked at water tank cover causing slight leak, both covers were cracked, line cord was worn and pole clamp handle was broken. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user design. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.